Event description:
On (B)(6) 2014, a patient with an atrial septal defect was implanted with a 17 mm amplatzer septal occluder (aso). On (B)(6) 2018, the patient presented to a remote emergency room with the complaint of abdominal pain. The patient was transferred to a regional medical center on (B)(6) 2018. A CT and subsequent echo studies were conducted which revealed a large pericardial effusion. The patient was brought to the cath lab for a pericardiocentesis. During the pericardiocentesis it was noted that the pericardial fluid was bloody, so a tee was performed to assess the aso. Based on the appearance of the aso and the bloody pericardial fluid, it was determined that the aso had eroded into the pericardial space. The patient was then taken to surgery to remove the aso and patch the defect. Per the surgeon, the left atrial disc of the aso had eroded through the back wall of the left atrium. The surgeon noted that there was an active thrombus on the left atrial disc. The surgery was successfully completed and the patient is still hospitalized, but doing well.

Manufacturer narrative:
Events of a pericardial effusion and thrombus were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident was erosion of the aso into the pericardial space. Erosion is an interaction between the device and patient anatomy.